Event description:
Hill-rom received a report from a hill-rom technician stating the right intermediate siderail would not latch. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The hill-rom technician found the right intermediate siderail center arm was damaged. Per the hill-rom service manual, the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the side rail for proper latching. When the side rail is latched, an audible click should be heard. Gently pull on the side rail to make sure it is latched properly. If latching is difficult, make sure that the latch is clean and inspect for obstructions. If wear is found, replace the latch components. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007-2009 and 2011-2013. It is unknown if the facility performed any other preventative maintenance on this bed. The hill-rom technician replaced the right intermediate siderail center arm to resolve the issue. Based on this information, no further action is required.